Manufacturer narrative:
On 26-oct-2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 350cc textured saline device. The suspected medical device was returned for evaluation. The relevant fields have been updated. On 2-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed based on the patient¿s symptoms by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate profile prostheses (catalog #: 3501670, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.